Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ syringe, 30ml, enteral, bulk, nonsterile had foreign material in it before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample was received for analysis that had a piece of orange foreign matter in the tip of the syringe therefore failure mode was verified. Foreign matter appears to have come from or broken off a tip cap used on the syringe. Tip cap is not part of the syringe manufacturing process therefore root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. A complaint history check was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that the bd syringe, 30ml, enteral, bulk, nonsterile had foreign material in it before use. There was no report of exposure, serious injury or medical intervention.